Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service were came out due to low blood glucose level and also had seizure on unknown date with blood glucose level was in range of 30 mg/dl. Customer was treated with shot. Customer stated retainer ring falling out. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was treated by the emergency medical service on (B)(6) 2020 for low blood glucose of 30 mg/dl. The customer was treated with glucagon shot.